Event description:
A small crack was found on the lens optic by the trailing haptic after the lens was inserted into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00288 for delivery device used with this the intraocular lens. Results: a small tear was found in the lens optic near the haptic connection. However, the delivery device used with this lens was not returned for evaluation. The cause of the lens damage cannot be determined.